Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners wearing down their teeth filling, extreme bleeding from their gums, their jaw and mouth in constant pain and their teeth seem thinner and sensitive.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.